Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material in the nozzle. The issue occurred during an unspecified procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed: in addition, the following reportable malfunctions were found during the device evaluation: insufficient air flow. For the insufficient air flow malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to foreign material (mold and cellulose) clogging the nozzle tip. For the foreign material in the bending section cover malfunction, based on the results of the investigation and the information provided, it could be determined that the foreign material was a mixture of protein and mold of human origin. There was no damage to the area where the foreign material was detected, and the reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented by following the instructions for use which state: cleaning method is described in the reprocessing manual, "chapter 5 section 5.5 manually cleaning the endoscope and accessories -clean the external surfaces". Olympus will continue to monitor field performance for this device.